Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.

Event description:
Additional information received indicates the patient was experiencing difficulty breathing and was prescribed medication to help with the pain. Surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.